Event description:
It was reported that during a mini open rotator cuff repair using a magnum2 knotless implant, the suture did not secure to anchor when deployed and pulled out of the anchor. The surgeon opted to abandon the implant in the pt and opened a new implant to complete the procedure. There was no significant delay and no pt complications reported as a result of this event.